Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer could continue using the pump. The caller was advised to contact technical support again if the issue reappeared and confirmed understanding of the instructions.